Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
The customer contact reported that during testing at the user facility, the device did not sound an audible tone. There were no reports of any adverse patient events while the device was in clinical use. Through requested, no additional information was provided.